Manufacturer narrative:
The consumer discarded the product; therefore, unable to proceed with product investigation.

Event description:
Head broke off of it (third toothbrush head) while in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the head of oral-b brushhead broke off in the mouth while using it. The consumer discarded the product and therefore was unable to do a scratch test. No symptoms developed.